Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 52mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray confirmed that there was a fracture. The sense a cable and a high voltage cable are fractured in and around the area approximately 52mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored untreated episodes due to oversensing of noise. The electrogram had a wandering baseline with railing. The electrode impedance was high but within normal limits at 135 ohms. The impedance measures have been wandering since implant. Office testing could reproduce the noise. Technical services reviewed and discussed bringing the patient in for testing. The doctor explanted and replaced the entire system. There were no additional adverse patient effects.

Event description:
It was reported that the system stored untreated episodes due to oversensing of noise. The electrogram had a wandering baseline with railing. The electrode impedance was high but within normal limits at 135 ohms. The impedance measures have been wandering since implant. Office testing could reproduce the noise. Technical services reviewed and discussed bringing the patient in for testing. The doctor explanted and replaced the entire system. There were no additional adverse patient effects.